Event description:
It was reported that the customer went to the emergency room on (B)(6) 2015 due to a high blood glucose level of almost 500 mg/dl. The customer had high blood glucose levels because she ran out of insulin. She was not wearing her insulin pump at the time of the emergency room visit. The customer did not wear her insulin pump for a week. The customer lost her insertion device in the hospital. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.